Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was an intermittent loss of image. The procedure was completed successfully with no reports of adverse consequences or medical intervention. There was a ten minute surgical delay.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: sdc not responding. Confirmed failure: had a problem with the initial software since the sdc was no longer responding. After installing the last update of the software, the problem did not recur as a result of this operation. Probable root cause: - sk-28 electrical design. - sk-28 firmware/ operating system. - sdc3 system performance/ sdc3 application software. - gravity workflow software application. - use error. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was an intermittent loss of image. The procedure was completed successfully with no reports of adverse consequences or medical intervention. There was a ten minute surgical delay.